Manufacturer narrative:
The claimed issue was related to pre-use check failure. The issue has been confirmed during evaluation of received problem description and service report. No log files were attached. The ventilator was inspected on site by our field service engineer (fse), who found that air gas module was defective and the part has been replaced. No parts were returned for analysis and therefore, the root cause of the event has not been determined. The correction of field #h4 device manufacture date was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 03/27/2014. Corrected manufacture date: 04/02/2014.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).